Event description:
On(B)(6) 2026 in canada, patient reported that the infusion set cannula popped up over the introducer needle immediately after removing the needle guard. Patient reported hyperglycemia and was treated via multiple daily injections (mdi).

Manufacturer narrative:
E1: name: (B)(6) country: united states of america address ¿ (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.